Event description:
Procedure type: laparo colon. According to the reporter: the stylet did not return to the proper position after passing through the membranes of the abdomen. Tried again outside the patient body, it returned, but not smoothly. Since it was an infectious surgery, the sample was discarded at the hospital. The procedure was competed with another. There was no tissue damage or excessive bleeding. Nothing fell into the cavity. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 08/21/2008.